Event description:
Reported an infusion pump that overinfused during pt use. Per the biomed the pump was set to deliver in 24 hours but delivered in 12 hours. The biomedical engineer stated that no pt injury was reported on this pump since the last baxter service event.